Manufacturer narrative:
(B)(4). Concomitant products: 00599401492 femoral component option for cemented use only size d right; 00599405012 articular surface with locking screw size blue/g 12 mm height for use with femoral g. Report source: foreign country: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2022 - 00142, 0001822565 - 2022 - 00143.

Event description:
It was reported patient underwent initial right total knee arthroplasty. Subsequently, the patient underwent a procedure approximately 7 year post implantation due to patella pain, and broken screw. Upon opening the joint space, the screw was explanted and the surgeon noted metallosis and closed patient¿s knee with no further product explanted. The patient presented himself to the surgeon approximately one month post removal of screw and the surgeon diagnosed chronic irritation. An operation on the right knee could not be performed due to several illnesses of the patient. Patient continues to suffer from very severe pain in the right knee caused by a free flexion of the joint and a clear ventral elevation of the inlay, advanced metallosis as well as significant friction above the femoral condyle. The knee joint swells constantly even with light weight bearing. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Medical records were provided and reviewed by a health care professional. Review of the available records identified ongoing issues post removal of the screw including pain, swelling, and free flexion of joint. The patient has not been able to undergo revision procedure due to chronic illnesses, cardiac surgery. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. It was found that the femoral implant is a size d and the articular surface is compatible with a size g femoral implant. The IFU states appropriate matching of components will occur when the femoral and tibial baseplate colors and/or sizes are matched to the articular surface label. Mismatching may result in poor surface contact and could produce pain, decrease wear resistance, produce instability of the implant, or otherwise reduce implant life. It is unknown if this combination of products is contributing to the reported issue. A definitive root cause cannot be determined.

Event description:
No further event information available at the time of this report.